Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The treatment included unspecific anti-inflammatory drugs added into dianeal (doses, routes and frequencies were not specified). On an unreported date, the patient was recovered from the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available.